Event description:
The reporter stated that they found a little black fur inside the product package. The product was not used. There was no pt injury alleged.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management sys. A medwatch had not been submitted previously for this event. An investigation has been initiated based upon the reported info and evaluation of the returned complaint sample.